Event description:
Patient was being prepped to repair an inguinal hernia. After the patient was shaved using the cardinal 4413 clipper, a redness, rash, and skin irritation appeared on the shaved area. The clippers were saved and sent to the manufacturer for evaluation.